Event description:
It was reported during a left sided ablation procedure, blood leaked from the hemostasis valve of an agilis introducer. The physician inserted the dilator into the sheath during preparation. He then inserted the agilis sheath into the patient with a catheter inside. The physician noted that the blood flowed back from the hemostasis valve. The agilis was removed and exchanged and the procedure was completed. There were no consequences to the patient. Additional information was requested but not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information, a follow-up report will be submitted.